Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2025. Surgeon opened a 44 neutral liner that was fully sealed in cellophane and there was a 64 +4 liner inside. Item got opened to the field before it was caught.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: it was reported that opened a 44 neutral liner that was fully sealed in cellophane and there was a 64 +4 liner inside. Item got opened to the field before it was caught. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Additionally, photos of the product were forwarded to the manufacturing site for further evaluation. Visual inspection of the returned device found that the implant inside the packaging did not match with the labeling content. A investigation performed by the manufacturer is being conducted to investigate the reported complaint. A manufacturing record evaluation was performed for the finished device product description: altrx neut 28idx44od product code: 122128044 lot number: m2830f and no non-conformance's or manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the altrx neut 28idx44od would have contributed to the complained issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: altrx neut 28idx44od product code: 122128044 lot number: m2830f and no non-conformance's or manufacturing irregularities were identified. A nr has been created to investigate the reported issue. Device history review: a manufacturing record evaluation was performed for the finished device product description: altrx neut 28idx44od product code: 122128044 lot number: m2830f and no non-conformance's or manufacturing irregularities were identified. A nr has been created to investigate the reported issue. H11 additional narrative: corrected: h3.